Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank.complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received.device is not distributed in the united states, but is similar to device marketed in the USA.without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes reports an event in united kingdom as follows: it was reported that during an internal fixation of fractured proximal humerus procedure on (B)(6) 2022, a guidewire got stuck in an instrument insertion guide with nose, which made placing the plate in an optimal position which is less favorable. The guidewire was retrieved in two separate parts with a small amount of metalwork still in the guidewire hole. There was wear and tear on the instrument not allowing to put together the triple guides due to metal displacement. All metal work was removed from patient causing no patient harm and no delay in surgery. This report is for one (1) 1.6mm centering sleeve f/kirschner wire f/03.122.054. This is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d4; d9 h3, h6: a product investigation was conducted. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that there was no damage or defects with the cent-sleeve f/k-wire ø1.6 f/03.122.054. A dimensional inspection for the cent-sleeve f/k-wire ø1.6 f/03.122.054 was unable to be performed due to basic dimension are irrelevant to the complaint condition. A functional test was performed with the mating device (03.122.053 aim device) and the guide device was not stuck. The complaint condition was not able to be replicated. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed as the observed condition of the cent-sleeve f/k-wire ø1.6 f/03.122.054 would not contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: part # 03.122.055 lot # l592365 manufacturing site: werk hagendorf release to warehouse date: 27 oct2017 a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.